Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On (B)(6) 2023, a decline in the hearing performance with the device was reported. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
On 23-aug-2023, a decline in the hearing performance with the device was reported.the user was re-implanted on (B)(6) 2023.

Event description:
On (B)(6) 2023, a decline in the hearing performance of the device was reported. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.